Manufacturer narrative:
E1: initial reporter address:entregar en almacen carr. #2 km 173.4. E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, improper shut down was reproduced. A review of the history log revealed improper shutdown was found throughout the log. The history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be rear case depressed battery contact pins due to dried liquid substance. Rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.